Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient alerts occurred for superior vena cava impedance out of range and rv defib impedance out of range, varying impedance trends values, and possible loose set screws. The device is still in use. No patient complications have been reported as a result of this event.